Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the detachment of the adc freestyle libre sensor on the fourth day of wear. It was reported the customer experienced symptoms described as "hot and sweating", and a sensor scan of 40 mg/dl was obtained. The customer was treated with orange juice by a third-party, but reported still feeling hypoglycemic. However, a second sensor scan could not be taken as the sensor had detached. Emergencies services were called, and the customer was treated with nutella and bread by a third-party per recommendation. There was no report of death or permanent injury associated with this event.